Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose on a cobas 8000 c 502 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a glucose value of 11 mg/dl. Due to similar issues in the past, the customer repeated the sample on a second analyzer, resulting in a value of 91 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The glucose reagent lot number was 671820. The reagent expiration date was requested, but not provided. The last calibration performed on (B)(6) 2023 had no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, sample short and abnormal aspiration alarms occurred around the time of the event. The field service engineer determined the cell rinse and sample rinse volumes were misadjusted. The gear pump head was due for replacement and it was replaced. The cell rinse and sample rinse water was adjusted. The sample probe was checked and adjusted. Precision studies were performed and recovered within specifications. All mechanical checks passed successfully. The customer ran controls and the results were within specifications. The investigation determined the service actions resolved the issue.